Event description:
It was reported that the complete new implant was being primed. Reportedly, the physician said to add an additional 0.5 to the bolus and the company representative wanted to calculate what needed to be entered. The physician then said to just program 0.912 for the bolus. The pump was then updated with that information. The pump was updated with a prime bolus of 0.912 milliliters (ml), which would result in the patient getting a 5 milligram (mg) bolus if the entire prime completed. The representative did not think the physician meant to provide a 5 mg bolus, but rather a 0.5 mg bolus. The original prime was 0.912 ml over 55 minutes. This prime ran for 14 minutes as it was originally programmed at 13:32 and the pump was programmed to stop at 13:46. There was 0.232 ml delivered over this 14 minute period. The physician then wanted to prime the original amount of 0.412ml - .232ml = .18 ml. So the 0.18 ml prime bolus was being programmed over 11 minutes. This device system delivered dilaudid. Additional information was requested. It was further confirmed that the physician wanted a 0.5 mg bolus along with the priming bolus rather than a 5.0 mg bolus. The issue was resolved via programming and the patient was not affected. No interventions were required. The patient was doing well and receiving effective therapy.

Manufacturer narrative:
Concomitant medical products: product ID: 8840, serial# unknown, product type: programmer, physician. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).